Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed increased pacing impedance measurements greater than 2,000 ohms. Sensing measurements were displayed at 20 mv and threshold measurements at 1.0v@0.5ms. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported during the procedure.